Manufacturer narrative:
Reported event was confirmed by review of operative notes. Op notes confirm revision due to dislocation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure seven months post-implantation due to dislocation. Revision operative notes state that a larger femoral head size and a metal on metal acetabular cup were implanted to increase stability. No complications are noted on initial or revision operative notes.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products ¿ versys hip system femoral head p/n 00801802803 l/n 60614240; trilogy acetabular system liner p/n 00610505828 l/n 60269772; femoral stem p/n 00784701320 l/n 80130875; bone screw p/n 00625006525 l/n 60657574; bone screw 00625006525 l/n 60657574; shell porous with clusters p/n 00620005622 l/n 6061502. (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0002648920-2017-00534.

Event description:
It was reported patient underwent a revision procedure seven months post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.